Event description:
Pt was admitted for surgical correction of a right superficial femoral artery stenosis post aortoiliac stent placement. A small circular plastic device from the 16 french check flow ii introducer catheter was found in artery, obstructing flow. Cook rcfw-16.0p-38-35-rb. The foreign body was submitted to pathology for photographs.